Event description:
The customer reported v3 is not functional. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported v3 is not functional. There was no reported adverse pt impact. The philips field service engineer evaluated the device and found the measurement panel was defective. The measurement panel was replaced to resolve the issue. The device passed all performance assurance testing and was returned to use. We will consider this a malfunction of the measurement panel where v3 was not functional.